Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, both existing, and replacement pacemakers would not pace when out of the pocket. There was occasional oversensing/noise observed with both implantable pulse generator (ipg) devices, however no definitive answer was ever determined. The physician assumed the issue must be from the old pacemaker still implanted on the opposite side, and subsequently chose to decrease sensitivity on the new device which resolved the issue. The new ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.